Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken exeter stem.

Manufacturer narrative:
This event has been identified as a duplicate of(B)(4) mfg# 0002249697-2015-02095. Investigation and conclusion has been documented under MFR# 0002249697-2015-02095.

Event description:
Broken exeter stem.